Event description:
Biomed reported the following: pt event occurred and staff reported an over infusion of dilaudid. Dilaudid started at 5ml/hr. Entire 125 ml infused in 3-5 min. Biomed checked device and could not find anything wrong with the device. Biomed wants help in determining what drug is associated to the drug ID#. Customer declines return of devices for investigation. There was no report of pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). The event logs have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.